Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) device passed functional tests, however the device has a loose connector.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device passed functional tests, however the device has a loose connector.

Event description:
It was reported the device was not working properly. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.